Event description:
In 2009, the physician was placing a self-expanding vascular stent. She deployed the stent and began ballooning with an 8x4 balloon of another manufacturer. After ballooning, the physician noticed what appeared to be a piece of the distal part of the stent had migrated downward in the biliary. She then proceeded to deploy another zilver stent, overlapping the first stent. The physician then tried to fogerty the distal piece downward with no success. She decided to leave it as is. Pt status is unk at this time.

Manufacturer narrative:
Event evaluation - still under investigation.